Event description:
It was observed that during the device evaluation, the resection electrode exhibited signs of burning inside the plastic sheath. The inner core has melted near the mounting bracket of the optical viewing tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, this event is caused by a component failure of the electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.

Manufacturer narrative:
Correction to h6 coding.